Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right atrial lead exhibited loss of capture and sensing. A chest x-ray revealed a micro dislodgement of the lead. On (B)(6) 2015 the lead was capped and replaced.